Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 510 mg/dl. Cause of bg level was not known. Customer administered a manual injection and performed a supply change to address the issue and went to the emergency room with trace to small ketones. Customer was treated with humalog insulin, and intravenous insulin and fluids; nature of fluids was not known. Customer was discharged the same day with the issue resolved and no permanent damage, and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.